Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that suture placement in a calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. The sutures of the first device were successfully pre-placed. Reportedly, the second device attempted had a cuff miss. The sutures of a new proglide device was successfully pre-placed. The sheath was upsized to greater than 8.5f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures of the first and third device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.